Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a coronary interventional procedure with a 6f sheath. Reportedly, the device successfully achieved hemostasis; however, a large hematoma formed at the access site. Manual compression was performed to treat the hematoma. An angiogram was performed at a new access site in the left common femoral artery (lcfa) and extravasation was also noted. Out of precaution, a covered stent was used to treat the vessel. Hemostasis was achieved with another prostyle device in the lcfa without issue. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effects of hematoma and swelling/edema are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.